Event description:
Complainant alleged that during a routine shift check bt a clinician that the message "elect pads off" was seen on the screen. The complainant indicated there was no pt involvement with this reported event.